Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump exhibited alternating overpressure with under pressure. The blockage, or rather the overpressure under pressure, was detected during the ongoing local anesthetic therapy. There was a patient involvement, no patient injury was reported.